Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Additional information: d2a - common device name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m963981 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 891569a, device part number 195-430wjr/ lot 891569a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000m963981 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related sample interference.

Event description:
The customer reported a false-positive result with the ID now covid-19 2.0 assay on (B)(6) 2025 with a direct tested nasopharyngeal sample. Pcr testing was performed at a different medical facility on the same day with an unknown sample type and generated a negative result. The customer confirmed there was no impact to the patient as a result. No additional information was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false-positive result with the ID now covid-19 2.0 assay on (B)(6) 2025 with a direct tested nasopharyngeal sample. Pcr testing was performed at a different medical facility on the same day with an unknown sample type and generated a negative result. The customer confirmed there was no impact to the patient as a result. No additional information was reported.